Event description:
It was reported that the right ventricular (rv) lead measured lower bipolar impedance than unipolar impedance. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator (ipg) 2011; 419478 implantable pacing lead (B)(6) 2006; 4068-45 implantable pacing lead (B)(6) 1998. (B)(4).